Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and high pace impedances. The impedances were greater than 2000 ohms. The rv lead was then explanted and replaced. During the revision, the lead was tested via a pacing system analyzer which confirmed the observations. In addition, under fluoroscopy there was possible lead body damage observed. No additional adverse patient effects were reported.